Event description:
It was reported that the following issue was observed on the device: "will not turn on; doesn't show that it is plugged in when it is." Additional notes provided by the facility¿s clinical engineering support services include: "I verified that the unit would not turn on and that the ac power led on the front was not illuminating when the unit was plugged in. I replaced the units power cord with a new one and both of these issues were resolved.I let the unit charge for around 30 minutes, but the battery is still very low and the unit will need to remain plugged in for a while." Reported problem cause description: "mechanical - electrical." There was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device was not confirmed since the device was not evaluated and repaired by bd. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.